Event description:
Pt underwent stent placement on 7/14/1998 in superior vena cava for blockage. Pt was discharged at 15:21 pm. 7/14/1998. Pt returned to the emergency room at 10:45 pm and expired. Coroner performed autopsy and reported to facility on 7/22/1998 that there was a tear in the aorta and a small hole in the aorta. There was also 350cc blood in pericardium. Coroner secured device along with tissues.